Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
Patient reported infusion set's tubing detachment from the infusion set hub was reported during (B)(6) 2026, occurring within 1-2 days of insertion. The elevated blood glucose of 576 mg/dl was corrected by changing the infusion set and administering a bolus.